Event description:
It was reported that the patient was revised due to nonunion. During the revision procedure, part of the screw was removed with a portion of it retained in the patient body. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10: unknown screw cat: 00494500404 4.5 mm t-plate 4 holes 84 mm length. G2: foreign- italy. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. Reported event was confirmed by review of radiographs and medical records. Review of the available medical records identified the following: mds and part of broken screws removed, to not weaken the bone further it is decided to leave the intraosseous part of the broken screw, compression fibula osteotomy with new plate and screws, reduction and stabilization. Review of the available radiographs identified the following: initial imaging demonstrates tibial and fibular fracture fixation with 2 fractured tibial screws. Later images demonstrate hardware removal with three retained tibial screw fragments. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2024 - 00327. 0001822565 - 2024 - 01129 h3 other text : device has been discarded.